Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga no ins experienced a cannula that was too long. The product defect was noted during use. The following information was provided by the initial reporter: material no: 329408 batch no: 8176855 consumer stated, the needles hurt him when he's taking his injection because they are too long. Stated, he would rather use the 6mm instead of 8mm. Consumer stated, he purchased 3 boxes but only opened one box. He does not want to use anymore of the syringes because of the pain he experiences when taking injection. No injury to report.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 15 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8176855. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200766920] noted that did not pertain to the complaint.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga no ins experienced a cannula that was too long. The product defect was noted during use. The following information was provided by the initial reporter: material no: 329408 batch no: 8176855. Consumer stated, the needles hurt him when he's taking his injection because they are too long. Stated, he would rather use the 6mm instead of 8mm consumer stated, he purchased 3 boxes but only opened one box. He does not want to use anymore of the syringes because of the pain he experiences when taking injection. No injury to report.